Event description:
Per the clinic, the patient developed recurring soft tissue infections at the abutment site (date not reported). The patient was subsequently treated with topical antibiotics and steroid (date, type and duration not reported), however, the issue did not resolve. The abutment was removed on (B)(6) 2021 under local anaesthetic.